Event description:
The hcp reported that pt had a device pocket revision due to the pump being inverted. This inversion caused access port to be inaccessible. No specific pt symptoms were reported. The pt recovered from surgery without sequela. The drug contained in the pt's pump was morphine sulfate (10.0 mg/ml) delivered at 5.6 mg/day.